Manufacturer narrative:
The product ID and lot number are unknown. As a result, the UDI could not be identified. The customer reported that the device had air in the line. A device history record review could not be completed because the lot number is unknown. A sample was not returned for evaluation. However, as part of continuous improvements, a corrective and preventative action (CAPA) was issued for air in the line. The root cause and all actions will be documented in the CAPA. This CAPA has been shown to be effective and has been closed.

Event description:
The customer reported that the device pumps food to circle, then nothing but air.